Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the 2 most distal stent strut rows; stent struts were lifted. The undamaged proximal section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred due to interaction between the stent and the guide catheter extension. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. After a 6f guidezilla ii long guide extension catheter was advanced, two non-bsc balloon catheters sized 3.75mm and 2.75mm were advanced with two non-bsc guide wires but encountered severe resistance. Subsequently, a 3.00 x 12 synergy drug-eluting stent was advanced but also failed to pass through the guidezilla. When the device was removed, the distal part of the stent was found to be lifted. It was also suspected that the inner part of the guidezilla was flattened. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.